Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant procedure, after the ipg was delivered the length of each branch of the tether remaining outside the handle was different. During tether removal, it became difficult to extract until the tether became blocked completely, although flush was done at all steps of the procedure, with heparin then with oil. The leadless ipg was implanted between the septum and the extremity of the delivery system. The delivery tool was approached to the ipg to maintain the device while pulling the tether hard. The tether broke, leaving about 40 to 50 centimeters inside, not visible. The ipg remains in use, with stable measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.